Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. Dhrs (device history review) for the libre sensor and sensor kit indicated by the serial number provided by the customer were reviewed and the dhrs showed the libre sensor and sensor kits passed all tests prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving a recurring message of 'lo' on (B)(6) 2020 with the use of her adc freestyle libre sensor. The customer further reported experiencing symptoms of dizziness, stomach pain, and vomiting and had contact with a healthcare professional on (B)(6) 2020. The customer obtained readings of 450 mg/dl, 250 mg/dl, and 180 mg/dl on an hcp device and was treated with serum and insulin (dose/type unknown). There was no report of death or permanent impairment associated with this event.